Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is thus based on the information and photos provided by the customer and our knowledge of the product. Results: inspection of the provided photographs confirmed small holes in the inspiratory limb of the breathing circuit, roughly halfway between the patient end connector and the chamber end connector. Conclusion: we are unable to determine the root cause of the reported event, however, the customer confirmed that the breathing circuit passed the initial leak test on the ventilator prior to use and was in use for 2 days prior to discovering the leak of condensation. It is possible that the holes were caused by a sharp object after set-up. All rt225 infant circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt225 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that an rt225 infant bias flow breathing circuit was found to be leaking condensation from the inspiratory limb during use. The medical engineer confirmed a pin-sized hole on the inspiratory limb. No patient consequence was reported.